Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized due to having high blood glucose levels and ketones while wearing a pod. Patient had a heart attack in the hospital, was admitted to the intensive care unit and placed on a ventilator. Despite good faith attempts to obtain additional details regarding this medical event, no further information was provided.